Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported the patient was on impella cp support. While the pump was inserted, flows started at 1l/min and immediate suction alarms were present. A kink was noted at the at the proximal end of the cannula. Multiple maneuvers were attempted to reposition and correct the kink but were unsuccessful. Decision was made to remove the impella. No patient harm has been reported.

Manufacturer narrative:
The investigation for the low pump flow and the cannula kink has been completed. The impella cp pump was returned for evaluation and was visually inspected. Cannula kink near outflow cage was observed. No biomaterial or broken impeller blade was observed. No other abnormality found. The cause of the low pump flow was the cannula kink as a result of improper technique. Added- h6 impact code 4628.